Event description:
Customer reports that suture was falling apart and appeared "stringy." Follow-up info revealed that the suture was fraying. There are no reported adverse consequences to the pt related to this event.